Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed ulcers on the patient's side and under the left breast. The patient's nurse placed a bandage on the area. Follow up indicated the sores were improving but still present.